Manufacturer narrative:
(B)(4).

Event description:
(Os 18.226). The dentist reported that one year and 7 months after the dental implants was installed in intraoral region #9, it was verified its non osseointegration. 21 ncm of primary stability was achieved and immediate load was not performed.